Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. Please note that a design change was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this condition is unrelated with the event reported. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the jaw would not open when the device was fired on the right gastric vein after several firings. Eventually the jaw was opened by returning the trigger to the home position. Another device was used to complete the case. There were no adverse consequences for the patient. The doctor commented that there was a feeling like something was caught in the jaw when the trigger was grasped.